Manufacturer narrative:
The cause for the (B)(6) result is being investigated by siemens. The instruction for use (IFU) states in the limitations section: "a (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
A (B)(6) result was observed by the customer on a serum separator tube (sst) patient sample. The (B)(6) result was question by the customer (laboratory scientist) when validating results. The (B)(6) result was considered discordant compared to the patient's (B)(6) test history. The customer performed repeat testing the next day on an alternate advia centaur system, and the results were (B)(6). The sst sample, and a plasma preparation tube (ppt) sample from the patient were tested on an alternate (B)(6) test method, and the results were (B)(6). The patient sst sample was retested on the original advia centaur xp system, and the results were (B)(6). A (B)(6) result was reported to the physician. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
Siemens filed MDR 1219913-2018-00187 on 07/25/2018 for a non-reproduced advia centaur xp hcv (ahcv) false negative result on a serum separator tube (sst) patient sample. 08/15/2018 - additional information: at the time of this incident ((B)(6) 2018) a siemens customer service engineer (cse) was not called to the customer site as it was determined that this was isolated to one discordant result. The customer performed quality control (qc) and resumed testing. A cse was called on site for an unrelated issue on (B)(6) 2018, and performed a total service call. At that time the sample probe to cuvette bottom was checked, and adjustment was not needed. During this cse visit, it was not confirmed if the parts replaced could have affected the ahcv negative discordant result. During the cse intervention, the system was primed, qc performed with all results in range. The system was monitored, and no subsequent issues were identified. The instruction for use (IFU) states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions." The instrument is performing within specification. No further evaluation of the device is required.